Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Blood glucose reading was 400 mg/dl. Customer stated that they were treated with injection. Auto mode was active at the time of high blood glucose. The insulin pump will not be returned for analysis.